Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted for the endovascular treatment of a thoracic aortic aneurysm of an unknown size on the. A follow up 3d CT was taken approximately 2 years and 8months and although the progress was good until that date, the physician stated that there could be a possibility of migration in the medium to long term considering the patient's vascular morphology. It was reported that approximately 4 years post index procedure the patient presented emergently to the hospital with a ruptured aneurysm and in shock. It was reported a type ia endoleak was identified. As per the physician the cause of the aneurysm rupture was due to the type ia endoleak. It is believed that the type ia endoleak may have been caused by migration of the stent graft. No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed on the films provided. The stent graft migration and aneurysm rupture leading to patient's shock could not be confirmed; therefore the cause of the events could not be fully determined from the limited film returned. Lack of pre and post-implant CT's did not allow for a thorough analysis of the patient's pre-implant anatomy and stent graft in-vivo configuration. Earlier post-implant CT's were not available for comparison to evaluate for migration of the stent graft. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point was observed in the film provided. It is most likely that the observed endoleak is a proximal type ia endoleak. It is possible that stent graft migration, due to the patient's anatomy, as reported, may have occurred leading to the endoleak, but this could not be fully confirmed. Analysis of the returned film did not reveal any obvious stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.